Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018: ubd: 2020-03-21 UDI#: (B)(4). Product type catheter h6. Device code a1405 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that, at a pump replacement, the catheter was revised, adding a portion of the pump segment and the physician was not able to aspirate the catheter entirely. The physician was able to aspirate 0.4ml. The pump was primed on the back table and connected. Technical services reviewed aspirating through the catheter access port (cap) to ensure that the catheter was fully cleared prior to priming. Technical services reviewed a potential gap in medication would be 3 hours and 28 minutes. The new catheter portion was 0.8ml. The indication for the use of the pump was malignant pain. The pump was used to deliver bupivacaine, fentanyl 625mcg/ml at 357mcg/day, and unknown baclofen.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8784 serial# (B)(6) implanted: (B)(6) 2025 ubd: (B)(6) 2025 UDI#: (B)(4) product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that, at a pump replacement, the catheter was revised, adding a portion of the pump segment and the physician was not able to aspirate the catheter entirely. The physician was able to aspirate 0.4ml. The pump was primed on the back table and connected. Technical services reviewed aspirating through the catheter access port (cap) to ensure that the catheter was fully cleared prior to priming. Technical services reviewed a potential gap in medication would be 3 hours and 28 minutes. The new catheter portion was 0.8ml. The indication for the use of the pump was malignant pain. The pump was used to deliver bupivacaine, fentanyl 625mcg/ml at 357mcg/day, and unknown baclofen. Additional information received on 2025-04-09 indicated that the pump replacement was a "normal scheduled pump replacement". There was no issue with the catheter revision. The cause of the inability to aspirate was not determined. Proper programming was performed in response to the inability to aspirate. The event was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown baclofen ( 25 mcg/ml at unk mcg/day), fentanyl (625 mcg/ml at unk mcg/day), and bupivacaine (7.5 mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the patient went in for a refill over the weekend and a healthcare provider aspirated 20 ccs of medication from reservoir which was the same volume put into the pump at the previous refill one month prior. The patient mentioned increased pain, headache and feeling sick. There have been previous volume discrepancies where the pump would run empty before expected according to the patient. The technical services (tss) discussed dye study to check patency of catheter and confirmed nothing noteworthy in logs that would explain volume discrepancy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.